Event description:
A report was received the the patients lead had migrated and the patient could feel it in the midline incision. The patient underwent a revision procedure wherein the lead was adjusted. The patient was doing well postoperatively.